Event description:
It was reported that a customer received an unknown system error during priming. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional tests such as self-test and priming was performed with no abnormalities observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.